Event description:
It was reported that the infusion sheath ruptured. The target lesion was 100% stenosed, severely calcified, mildly tortuous and located in the superficial femoral artery (sfa). During the procedure, the infusion sheath near the cutting head ruptured. The device was removed from the patient, intact and a new jetstream catheter was selected for use. The procedure was successfully completed.